Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for 2 patients on a cobas 8000 e 801 module. Results for patient 1: the troponin t hs result was 33.1 ng/l. The troponin t hs stat result was 166 ng/l. The results were taken from the same sample. Results for patient 2: the troponin t hs result was 28.8 ng/l. The troponin t hs stat result was 139 ng/l. The results were taken from the same sample. The reagent lot number was 470034, and the expiration date was requested but not provided. The results were reported outside of the laboratory.

Manufacturer narrative:
Based on the data provided, a general instrument or reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.